Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre sensor did not apply and customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced symptoms of hypoglycemia and a loss of consciousness. Customer had contact with an hcp who provided "sweet food" to treat symptoms. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the freestyle libre sensor did not apply and customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced symptoms of hypoglycemia and a loss of consciousness. Customer had contact with an hcp who provided "sweet food" to treat symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Unable to perform further investigation due to sensor pack and applicator not returned. If the remaining product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.